Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on october 2022 by the american journal of sports medicine. ¿risk factors for anterior cruciate ligament graft failure in professional athletes: an analysis of 342 patients with a mean follow-up of 100 months from the santi study group.¿ the study reviewed 342 patients and identified acl/pcl instability with bioabsorbable interference screws in 73 patients during the 4-year follow-up period. 11 patients reported septic arthritis. Hopper gp, pioger c, philippe c, et al. Risk factors for anterior cruciate ligament graft failure in professional athletes: an analysis of 342 patients with a mean follow-up of 100 months from the santi study group. Am j sports med. Oct 2022;50(12):3218-3227. Doi:10.1177/03635465221119186.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.